Event description:
The customer reported via phone call that she had a button error alarm and unresponsive buttons on the insulin pump. Customer stated that she was driving home when she heard the beeping. Customer stated that when she got home, she saw the button error. Customer stated that there was water under the display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).